Event description:
Burn caused by ligasure on inner labia & vaginal wall of both right and left sides during procedure.====================== manufacturer response for tissue sealing device, ligasure======================representative was present during case while instrument was being used.